Manufacturer narrative:
(B)(6). (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
It was reported that, intra-op, during putting the set screw it was found that the set screw tie but not break. So they changed the set screw several times but without value. They changed the screw during the operation and that stimulate the angry of the customer as it took a long time during the operation. After removing the screw for change it was found that the head of the screw was opened and that's not the first time the set screw tie and not break as this has occured two times before. The product was used with the patient. No patient complications were reported due to this event. While using fixation system for t12 fracture case , canulated screws had been used for t11, t12 bilaterally and canulated screws had been used for l1 bilaterally, all the surgical steps went ok till the final tightening; the set screws of t11 and l1 did only click sound and didn't break off. Rod had been removed and set screws as well, l1 screw had been replaced by the same size screw and t11 screw had been replaced also by the same size rod had been inserted again, a new setscrews had been inserted and final tightening occurred smoothly.

Manufacturer narrative:
(B)(4). Product analysis: macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the damaged portion of the thread. Functional evaluation with a sample mas/boss found the set screw unable to be fully engaged in the mas head. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.